Event description:
It was reported that this pacemaker exhibited low out of range pacing impedance measurements resulting in a safety switch. This device was also suspected to have exhibited premature battery depletion as the device reached an explant status earlier than expected. This device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested to obtain the implant date of this device. This report will be updated once this information is received.